Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's implantable cardiac monitor could not be interrogated despite multiple troubleshooting attempts. No patient symptoms were reported. No further information was available. The implant date is unknown at this time.